Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two weeks ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). It was noted that patient that patient was not able to get enough pain relief. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). It was noted that patient that patient was not able to get enough pain relief. The patient underwent an ipg replacement procedure. Additional information was received that patient was doing well post operatively. The explanted device will not be return.